Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #8, its non-osseointegration was observed. In addition, 60ncm of primary stability was achieved, trauma over the implant has happened, immediate load and immediate implant procedures were performed and the patient presented insufficient quantity/quality (bone type ii).